Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 545110.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure of the implantable pulse generator (ipg) kit for an unknown reason. No additional information was available.